Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hematoma developed at the impella access site after the tear-away sheath was removed and the repositioning sheath was inserted. The patient survived the procedure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Access site adverse event (hematoma): during implant, patient had hematoma developed to impella site after tear away sheath was removed and repo sheath inserted. It was noted the patient was raising torso and straining through sheath exchange. The cause of the access site adverse event was an unintended use error due to the tear away sheath being removed during patient movement, attributing to the bleeding experienced. Device history review: pump passed all post sterile inspection checks.